Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set was caught on a garden tool during lawn work and came off. No further information available.